Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands were wound together and could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed damage to the ligator housing teeth and one overlapped band. The handle was not returned for evaluation, which limited the ability to fully assess the deployment mechanism. No additional abnormalities were observed with the components received. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use or that the manner in which the physician introduced the device through the patient contributed to the deformation of the teeth, affecting the mechanism responsible for band deployment. The overlapped band also indicates that procedural technique or anatomical conditions during the procedure may have interfered with proper band release. Because of these factors and the absence of a manufacturing abnormality, the available evidence supports that the issue is related to procedural conditions rather than a device defect. Therefore, the most probable root cause for this event is classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands were wound together and could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.